Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm), however the grips moved in the opposite direction. This behavior was observed in the yaw direction and presented on out of 3 installs. No damage to the backend components on the instrument were found when visual inspection was performed.

Event description:
The large hem-o-lok clip applier instrument was returned with no reported issue. The procedure was completed with no reported injury.